Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the stent damaged across its length with struts distorted, stretched and lifted outwards from the stent profile. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system . A visual and tactile examination found no issues with the shaft polymer extrusion profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 31-mar-2016. It was reported that crossing difficulties were encountered. The target lesion was located in the severely calcified mid left anterior descending artery. After a 3.0 extra back up guide catheter was placed, a non-bsc guidewire crossed the lesion. Pre-dilation was performed using a 2.0x20 balloon catheter. Then a 3.50x24mm promus element plus drug-eluting stent was advanced; however, the stent was unable to cross the lesion. The lesion was dilated again using a 2.75x12 balloon catheter and the stent was re-advanced but still could not cross the lesion. The procedure was not completed. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.